Manufacturer narrative:
The electrode lot numbers and expiration dates were not provided. The customer performed precision checks with results within specifications. The investigation did not identify a product problem. The specific cause of the event could not be determined.

Event description:
There was an allegation of questionable results from the cobas pro ise analytical unit. The initial sodium result was 155.5 mmol/l and the repeat result was 139.7 mmol/l. The initial potassium result was 4.39 mmol/l and the repeat result was 3.94 mmol/l. The initial chloride result was 116 mmol/l and the repeat result was 104 mmol/l. The repeat result was reported outside of the laboratory.